Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacture reference number: 2017865-2023-02395. It was reported that the patient presented in clinic. The patient experienced chest pain and infection was suspected. The implantable cardioverter defibrillator and right ventricular lead were explanted on (B)(6) 2022. The patient was in stable condition.